Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2021 the patient with grade 4 degenerative mitral regurgitation (mr) underwent the mitraclip procedure. Two mitraclips were implanted reducing mr grade to 1. At the follow-up echocardiogram on (B)(6) 2021, the mr was found to have increased to grade 3. The mitraclip remains attached to both leaflets, but it is less stable. The shift of the clip position was attributed to the leaflet anatomy (large flail with profound leaflet motion). No treatment was required. There was no suspected or confirmed leaflet or chordal damage. The patient feels very well and has no symptoms from the mr. No additional information was provided.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2021 the patient with grade 4 degenerative mitral regurgitation underwent the mitraclip procedure. Two mitraclips were implanted reducing mr grade to 1. At the follow-up echocardiogram on (B)(6) 2021, the mr was found to have increased to grade 3. The mitraclip remains attached to both leaflets, but it is less stable. The shift of the clip position was attributed to the leaflet anatomy (large flail with profound leaflet motion). No treatment was required. There was no suspected or confirmed leaflet or chordal damage. The patient feels very well and has no symptoms from the mr. Subsequent to the previously filed report, additional information was received that the mr grade was 2+ on the (B)(6) 2021 echocardiogram. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported clip migration was due to challenging patient anatomy. Lastly the reported increased mr (mitral regurgitation) was a cascading event of the clip migration. However; the reported patient effect of mr is included in the instructions for use, as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.